Manufacturer narrative:
The insulin passed the displacement test, rewind, basic occlusion test, and prime test. The device was stuck in motor error loop during bolus/basal delivery. No alarms occurred during rewind. The motor was tested outside of the device and it passed, it may have had an intermittent failure that was not detected during our testing. Excessive no delivery test and occlusion test were note performed due to motor error alarms. The device had cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, and cracked case at display window corner.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 235mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.